Manufacturer narrative:
Evaluation: the laser was left in calibration mode after the preventive maintenance. As a result, the laser didn't allow changes to the settings and a laser protocol mismatch error (error e3) was raised by our software as expected. Additional information: although no death or injury has been associated with this report, the patient was unable to receive treatment. Repeat procedure and delay in treatment of a lesion could potentially lead to serious injury by not receiving treatment at the schedule time.

Event description:
It was reported that during a tumor ablation procedure, the laser received a protocol mismatch software error. The procedure was then aborted. No patient complications were reported in relation to this event. If additional information is received, a follow up report will be sent.